Manufacturer narrative:
Additional information stated that a representative of the manufacturer's technical service team reached out to the customer and provided them with details regarding user advisory messages and troubleshooting guidelines. The user performed troubleshooting and was able to clear the ua 45 (driveshaft not at "home" position after power-on/restart) error message. No further issue reported. The autopulse platform in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The patient, initially being administered manual CPR, was transferred to an autopulse platform (B)(4). During deployment, the platform displayed a ua 45 (driveshaft not at "home" position after power-on/restart) error message. The user attempted to troubleshoot by lifting the lifeband up and repositioning the patient; however, was unable to resolve the ua 45 error message. Following this, the patient was removed from the platform and immediately received manual CPR. No known impact or patient consequence was reported.